Manufacturer narrative:
H6: patient code updated reflect code 4582.

Event description:
It was further reported that the product problem was discovered during testing/set up. There was no patient involvement.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in an excellent condition. Event log history was performed and indicated that motor not running" was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced worm coupling, worm gear, motor and motor bracket to correct the reported issue. Service also powered up and performed occlusion. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump was not running. No adverse effects were reported.